Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Sometime during the procedure, a pericardial effusion was noted. After the effusion was noted the physician ended the procedure. No closure device was implanted in the patient. The patient did not receive any treatment for this but the effusion was monitored.